Manufacturer narrative:
Based on the currently available info we are unable to determine to what extent the bard device may have caused or contributed to the events as reported. A CT scan dated four months prior to implant indicates that the patient had some scarring within the superficial ring of the left inguinal canal extending into the left spermatic cord accompanied by a seroma/hematoma. This indicating that the patient's symptoms may have presented themselves prior to the implant of the bard device. The CT scan also notes that there is no evidence of a recurrent hernia, possibly indicating a prior hernia repair. One year post explant of the bard device the patient underwent a CT scan and a "prior history of hernia or a tear complicated by post-op infection. The mesh has been removed." Is noted. Infection and adhesions are both known possible adverse reactions listed in the IFU. A manufacturing review was performed and found no evidence of a manufacturing related cause for the reported event. Additionally, the explanted device was not returned to davol for eval. If add'l info is obtained, a follow up MDR will be submitted.

Event description:
The following is based on medical records provided by the patient: on (B)(6) 2009, patient was implanted with a bard flat mesh for repair of a left inguinal hernia. Since surgical repair, the patient describes debilitating pain in the left groin, intermittent, sharp burning pain, aggravated by movement. The patient was seen and evaluated by multiple medical specialists. The patient underwent various treatments including, antibiotics, pain medications, injections, nerve blocks, radiofrequency ablations to the ilioinguinal nerve and the pudendal nerve, electro-acupuncture, infrared lamp, myofascial release, tissue mobilization and therapeutic exercises. Diagnosis remains severe left groin, testicular and anal pain. Left ilioinguinal neuralgia, left pudendal neuralgia, left genitofemoral neuralgia. On (B)(6) 2012, patient underwent left groin exploration, left inguinal lymph node excisional biopsy, ilioinguinal neurectomy and explantation of left inguinal mesh. The mesh was noted to be very well incorporated and densely adherent to the underlying tissue, the spermatic cord was identified and dissected from the overlying mesh. To prevent a potential injury a small portion of mesh was left attached to the spermatic cord.